Event description:
It was reported that a pt underwent a temporal bone surgical procedure on (B) (6) 2010. During the procedure, the surgeon cut a 1.5cm x 1.5cm piece of absorbable hemostat and applied it to the lesion at the sigmoid sinus. The surgeon thought that the absorbable hemostat "flowed into the vessel". No pt symptoms occurred at the time of surgery. The surgeon stopped the operation and administered heparin to the pt for two weeks. The pt is under observation for the outcome. The operation for the pt's primary disease has not been completed but the pt is not scheduled for re-operation at the moment. No symptoms have occurred in pt so far. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). 6: conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.